Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Date of explantation: (B)(6) 2021. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a breast reconstruction primary with unspecified mentor gel breast implants and experienced bilateral rupture post-operatively, which was confirmed via MRI. As a result, the patient is scheduled for removal on (B)(6) 2021. This report is for the first of two devices.